Manufacturer narrative:
(B)(4). A batch record review for lot # 15fm0201 yielded no discrepancies indicating all catheters passed the air leakage test. Four (4) retention samples were reviewed and were normal in appearance. Evaluation of six (6) retention samples, including (1) for lot # 15fm0201 yielded the following: a balloon inflation test was performed and the results were successful. No issues were noted when the retention samples were simulated under normal usage conditions. Additionally, there was no blockage leakage or breakage noted during the water inflation testing performed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Expiration date: 12/2016; manufacturing date: 12/2014. Based on the available information, this event is deemed to be a reportable malfunction. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on march 30, 2016, (B)(4).

Event description:
It was reported that the product was inserted into a patient in the intensive care unit for an unknown amount of time. A nurse reported that the system/catheter was suddenly "pushed" out from the rectum of the patient(probably due to bowel movement). The nurse attempted to replace the catheter but it was impossible to empty the balloon of water. The nurse used a luer-lock syringe but was unable to retract the water from the inflation port. The device was discontinued and discarded and a new unit of the same product was inserted. There was no patient harm reported.